Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, an adverse event occurred. The left ventricle access was done by transseptal puncture. The whole process of mapping and ablation was developed without any problem having some punctual force values above 40gr that immediately were communicated to the physician. The catheter was then withdrawn from that place. At the end of the procedure when all the catheters were out of the patient, the patient was hypotensive. The physician decided to check the heart of the patient by using echocardiography. A pericardial effusion was detected. The physician performed the pericardiocentesis and extracted the liquid (1500ml approximately) and the patient recovered to normal blood pressure. The condition of the patient immediately after the event was stable. Upon request, additional information was provided on the event. The event was life threatening. The event did not result in the impairment of a body function or damage to a body structure. The patient required an extra day of hospitalization in order to make sure of his stable outcome. The patient fully recovered. The updated health status and prognosis were stable. The physician is not sure about the causality of the perforation but she thought it could have happened during the last ablation session and that it was possibly procedure related. The physician does not consider the event¿s causality was due to any malfunction of the bwi products.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system; model #: unknown; serial #: unknown. C3 webster quadrupolar with auto ID ¿ fixed; model #: d-1085-254-s; lot #: unknown. Pentaray nav; model #: d-1282-04-s; lot #: unknown. (B)(4). The other factor that might have contributed to the event was the scar location. The scar location was next to the mitral valve on the anterior wall of the left ventricle. There was no difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The patient received 20 minutes of ablation. The rf generator was set to power-control mode from 30w ¿ 40w. The power was not titrated during the ablation. The temperature cut off setting was set to 50ºc and the flow setting was set to 17ml/min for 25w and 30ml/min for 30w. The agilis sheath from st. Jude medical was used with the ablation catheter. The act was maintained at a range of 250-300s. The patient¿s baseline before the procedure was post infarction ischemic ventricle with around 30% of left ventricular ejection fraction.